Event description:
Customer reported low blood glucose symptoms with result of 11.9 mmol/l obtained on the aviva expert system. She felt dizzy and became unresponsive; an ambulance was called, and she was taken to the hospital and treated with glucose. The customer was hospitalized for one day. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).